Event description:
The complainant reported the automated impella controller (aic) had a "staticky" display. The aic remained in use and the situation was monitored by the staff. There was no harm to the patient as a result of the event.

Manufacturer narrative:
The automated impella controller device was returned, and an evaluation is underway. Upon completion of our analysis, a supplemental report will be filed.

Manufacturer narrative:
The investigation of automated impella controller (aic) - display issue has been completed. No evidence was found in the logs to confirm the reported failure mode. This console was tested and upon running the pump and cassette for 1 hour, the horizontal flickering screen was reproduced. The input voltage at the 4-in-1 connector x25 is good, measuring 23.8v under ac power. The cables between the 4-in-1 connector and the display are appropriately connected. Root cause: the root cause for the flickering screen was not determined. H6 component code 765 was inadvertently omitted on the initial manufacturer device report number 1220648-2025-27396.